Event description:
It was reported that during a procedure of the circumflex artery, the balance middleweight (bmw) guide wire was positioned across the lesion but became entangled with the 3.5 x 12 mm otw xience stent delivery system (sds) which could not cross. The two devices became tangled and could not be moved separately. The two devices were removed together from the anatomy without incident. A new xtra sport guide wire and a second 3.0 x 12 mm otw xience sds was successfully advanced and deployed in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight (bmw). The balance middleweight guide wire is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided.